Manufacturer narrative:
Analysis of the ins (s/n (B)(4).), found the device was received in unopened shrink wrapped box. Discoloration of label and water spots indicated moisture inside shrink wrap.

Event description:
It was reported that three implantable neurostimulator (ins) packages had water inside. One ins was brought to a procedure, but when the manufacturer representative opened the package he decided not the use the battery because of the fluid. Another battery was used at that procedure. It was noted that the manufacturer representative found no signs of moisture where he stored the ins packages. It is unknown how or when the fluid got into the packaging. The manufacturer representative wanted to return the batteries. If additional information is received, a follow-up report will be sent. Please see manufacturer reports #3004209178-2015-06052 and #3004209178-2015-06054 for the reports of the other two implantable neurostimulators with water in the packaging.

Manufacturer narrative:
Concomitant products: product ID 97702 , serial # (B)(4), product type implantable neurostimulator; product ID 97714, serial # (B)(4), product type implantable neurostimulator. (B)(4).